Event description:
Summary: on 15 june 2026, bonebridge received market feedback from kantonsspital graubünden (ksgr), chur, switzerland, regarding a 58-year-old female patient who had undergone open reduction and internal fixation of a left clavicle fracture on (B)(6) 2026 using a cascella 3.5 mm superior clavicle plate, 7 hole, left. The patient had sustained a polytrauma following a bicycle accident, which included a left clavicle fracture and a concomitant left knee injury. Approximately 12 days postoperatively, the patient presented with increased pain and radiographs showed loss of fixation, with pull-out/loosening of the lateral screws. Bone quality was described as good, with no indication of osteoporosis. According to the treating surgeon, patient compliance was considered good too. However, the patient had a concomitant left knee injury and was mobilized with crutches during the early postoperative phase. A revision surgery was required and has been performed on (B)(6) 2026. Imaging & clinical findings radiographic assessment performed approximately 12 days postoperatively demonstrated early loss of fixation on the lateral side of the construct, with pull-out and loosening of the lateral screws and secondary loss of reduction. Review of the available radiographic images indicated that the lateral screws did not appear to have been inserted with divergent angulation as recommended in the device's surgical technique. According to the cascella surgical technique, it is recommended to use both cortical and variable-angle (va) locking screws with divergent angulation to increase the holding capacity of the plate-screw construct in bone. The treating surgeon retrospectively assessed that the lateral screws had only very limited purchase in the far cortex and that the selected plate was relatively short. A longer plate (e.g., a 9-hole plate) may have provided a more favorable construct. Bone quality was reported as good, with no indication of osteoporosis. Patient compliance was considered good. However, the patient had a concomitant left knee injury and required mobilization with axillary crutches during the early postoperative phase. Mechanical assessment based on the available clinical information, radiographic assessment and the treating surgeon's evaluation, the event is considered consistent with early postoperative mechanical loss of fixation. The surgical technique further states that, after surgery, the arm may be supported in a sling and that patients should be cautioned against lifting. Postoperative range of motion and weight bearing should be carefully decided by the responsible surgeon, depending on the fracture pattern, surrounding tissue damage and stability of the reconstruction. During mobilization with axillary crutches, supporting forces are transmitted through the axilla and shoulder girdle. Under these conditions, repetitive loading may increase bending and shear forces acting on the fixation construct and at the screw-bone interface, particularly when lateral screw purchase is limited and the plate construct is relatively short. The very early occurrence of the complication, only 12 days after surgery, is consistent with repeated mechanical overloading of the operated shoulder girdle before fracture healing had occurred. Conclusion the event is assessed as an early postoperative loss of fixation of the lateral construct. Root cause analysis indicates that the primary contributing factors were surgical in nature: the lateral screws were not placed with divergent angulation as recommended in the surgical technique, and the selected plate (7-hole) was shorter than what would have been biomechanically optimal for the fracture configuration. These factors resulted in a fixation construct with reduced mechanical stability. The early failure was precipitated by repetitive loading of the shoulder girdle during axillary-crutch mobilization, which was medically indicated due to the concomitant knee injury and is not considered patient non-compliance. No material defect, manufacturing nonconformity, or device malfunction was identified.

Manufacturer narrative:
The event is assessed as an early postoperative loss of fixation of the lateral construct. Root cause analysis indicates that the primary contributing factors were surgical in nature: the lateral screws were not placed with divergent angulation as recommended in the surgical technique, and the selected plate (7-hole) was shorter than what would have been biomechanically optimal for the fracture configuration. These factors resulted in a fixation construct with reduced mechanical stability. The early failure was precipitated by repetitive loading of the shoulder girdle during axillary-crutch mobilization, which was medically indicated due to the concomitant knee injury and is not considered patient non-compliance. No material defect, manufacturing nonconformity, or device malfunction was identified.